Event description:
Pt underwent breast augmentation in 1989. Presented to o.r. In 2006 for ruptured left breast implant. Pt underwent bilateral capsulotomies, bilateral explantation of silicone implants, bilateral insertion & repositioning of implants. Post op diagnosis was bilateral capsular contractures with misshapen breasts, leaking left breast implant. The operative findings were bilateral capsular contractures breasts with misshapen breasts. Disintegrating left breast implant. Deteriorating right breast implant.